Event description:
Olympus was informed that during a colectomy procedure, when the device was removed from the patient, it was noted that the teflon pad fell off and metal was exposed. It was observed that the teflon pad was burned. An error message stating short circuit error was displayed. The intended procedure was completed with another similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The reported phenomenon was confirmed. A physical inspection of the device found that the teflon pad was separated, deformed and was partially split from grasping jaw with the metal exposed.